Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level in the 200's (mg/dl) and it was addressed with a bolus after the site was changed. During troubleshooting with tandem's technical support, it was noted that the luer lock connection was possibly loose. The customer indicated that the cartridge, infusion set tubing, and site would be changed.